Event description:
A malfunction code malf 24 was reported, and the pump was not resettable. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their levels. Customer technical support arranged for a replacement pump to be sent and provided instructions on returning the malfunctioning pump, which the customer acknowledged. The customer also switched to a manual injection method to maintain insulin delivery.